Event description:
Boston scientific received information that this product was part of a system awaiting a revision due to infection and erosion. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was later received that this product was explanted due to infection. No adverse patient effects were reported.

Manufacturer narrative:
--